Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the leads kept coming loose in his spine and would coil up under the skin. The patient got tired of them and wanted the whole system explanted. No further complications were reported/anticipated.